Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's controller showed their implant was off but their body was saying that the implant was on, this occurred eight times. They used the controller to turn the implant off but every 4th day the controller shows that the implant is on "even though the controller says the implant is off". Their controller on/off button didn't do anything or mechanically lock but then they used the arrow on the controller to unlock the controller and turn the ins off. No further complications reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the representative stated the stimulation didn't actually turn off, they just thought it did. The issue had been resolved. No further complications reported.